Event description:
On (B)(6) 2023, the user contacted dario to report high blood glucose (bg) readings. The user reported that the last four bg readings that he tested, he received from his dario meter readings in the 200 mg/dl to 292 mg/dl range compared to a bg readings range of 96 mg/dl to 115 mg/dl from his non-dario meter.

Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.